Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was caused not by the subject device, but because the cable was not properly connected or the cable had a malfunction.

Manufacturer narrative:
This supplemental report is submitted to correct field d9.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit was inspected and tested and no loose and/or damaged signal ports were found. All output signals were verified stable when manipulated (i.e., wiggle).

Event description:
A user facility reported to olympus that the port on the back of the unit was damaged or loose and the image was lost intermittently. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.